Manufacturer narrative:
Continuation of d10: product ID 8709sc, serial# (B)(6), implanted: (B)(6) 2011, explanted: (B)(6) 2025, product type: catheter. Section d information references the main component of the system. Other relevant device(s) are: product ID: 8709sc, serial/lot #: (B)(6), ubd: 23-may-2013, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider via a company representative regarding a patient receiving morphine 10mg/ml at 0 .480mg/day and bupivacaine at 1.44mg and clonidine 800mcg/ml at 38.50mcg/day via an implantable pump. It was reported that the patient had previously failed a catheter access dye study due to not being able to aspirate. During the pump replacement procedure for eos (end of service), the doctor attempted to draw off the catheter access port in the operating room unsuccessfully and then placed a new catheter. The new catheter was connected to the new pump. The port was cleared successfully. The issue was resolved at the time of the report, and it was noted that the healthcare provider would not have any further information regarding the event.